Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) channel. No pacing inhibition occurred. The ICD and ra lead were replaced. This ra lead was abandoned surgically. No additional adverse patient effects were reported.